Event description:
It was reported to philips that the system did not boot up automatically. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site and log file anlalysis was performed. Upon troubleshooting, the fse identified a blown fuse in the m-cabinet and a defective bios battery in the host pc, which was preventing the system from booting. Log file analysis confirmed the bios battery issue. To resolve the issue, the fse replaced the blown fuse and the bios battery in the host pc. After replacenent, the system was returned to use in good working order and ready for clinical use. The reported issue is related to z-0003-2026. The correction is planned to be implemented on the system. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.